Manufacturer narrative:
The investigation into the reported packaging issues has been completed. The impella device was returned for evaluation. The root cause of the packaging issue was an incorrect label with a s/n mismatch displayed on the aic (automated impella controller) compared to the printed pump label on the red pump plug and distributor box label. This was due to a programming error with pump position swapped in magazine or barcode label scanner swap before initial programming. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was discovered that the serial number of the pump implanted was different between the number registered with the aic (automated impella controller) and the number on the product main label attached to the package box. The patient remained on impella support and was successfully weaned.